Event description:
Customer called and complained her meter could not code properly. During power on it was found that meter was missing segments in the display. Customer asked to return meter for further evaluation, and a replacement was provided.